Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received sixteen shocks which were confirmed to be inappropriate due to t-wave oversensing (twos). Automatic setup was performed and the device chose primary vector. It was noted that the device was programmed to secondary vector prior to this event. Smart charge remained at 4.57 seconds and smart pass was re-enabled. The system remains in service and the patient will be issues a remote monitor. No adverse patient effects were reported.

Event description:
It was reported that this patient received sixteen shocks which were confirmed to be inappropriate due to t-wave oversensing (twos). Automatic setup was performed and the device chose primary vector. It was noted that the device was programmed to secondary vector prior to this event. Smart charge remained at 4.57 seconds and smart pass was re-enabled. The system remains in service and the patient will be issues a remote monitor. No adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: this product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use), therefore, well-understood factors likely contributed to the event. Inappropriate shocks are a known inherent risk of the use of this product. Investigation conclusion: based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that inappropriate shocks are a known inherent risk with use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.